Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead has been slowly increasing. The impedance is now high and triggered a patient alert. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4): it was also reported that the lead had a possible fracture. The lead was capped and replaced.

Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead has been slowly increasing. The impedance is now high and triggered a patient alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)